Event description:
It was reported that there was a rise in impedances and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned and analyzed. Analysis determined that the setscrew marks on the lead pin is too proximal. This indicates that the lead was not fully inserted into the device header. Serial ID has been corrected from. Reference FDA report number 2649622000200802743 for same event.